Manufacturer narrative:
The device has not been returned to date and no photographic evidence was provided. Therefore, the reported event can not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 17 complaints, regarding 32 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, plpul2020, ultra surgical smoke evacuation pencil, was being used during an unknown procedure on (B)(6) 2025 when it was reported, ¿the inner piece cracked and pieces broke off and had to be located inside the patient.¿. An alternate same device was used to complete the procedure causing a delay of unknown minutes. There was no report of injury, medical intervention, or hospitalization for the patient. The patient¿s status was reported as ¿good¿. A good faith effort was conducted by conmed to determine if all fragmentation had been retrieved; however, to date we have not received a response. This report is being raised due to the reported injury of possible foreign body left in patient.

Event description:
The sales representative reported on behalf of the customer that the device, plpul2020, ultra surgical smoke evacuation pencil, was being used during an unknown procedure on (B)(6) 2025 when it was reported, ¿the inner piece cracked and pieces broke off and had to be located inside the patient.¿. An alternate same device was used to complete the procedure causing a delay of unknown minutes. There was no report of injury, medical intervention, or hospitalization for the patient. The patient¿s status was reported as ¿good¿. A good faith effort was conducted by conmed to determine if all fragmentation had been retrieved; however, to date we have not received a response. This report is being raised due to the reported injury of possible foreign body left in patient.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. Device not yet received.